Event description:
It was reported that during a da vinci hysterectomy procedure, the surgical staff experienced several recurring system faults while homing the system and observed slow movement of a patient side manipulator (psm). With the assistance of an isi technical support engineer (tse), the site replaced the sterile adapter and instrument; however, the issue recurred. The surgeon decided to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported. The delay in reporting is due to an oversight in initial review of the complaint by the responsible complaint handler.

Manufacturer narrative:
After completion of the surgical procedure, the site contacted isi technical support engineering (tse) for further troubleshooting assistance. With the assistance of the tse, the site inspected the control cable of the affected patient side manipulator (psm). Upon inspection of the cables the site found that the sterile drape on the psm was pinched under the cables. The site cleared the drape and attempted to home the system, however, the system would not home. Review of the site's system log by the tse found system error code 21003. The site was instructed by the tse to perform a power cycle. After completion of the power cycle, the system homed with no other issues noted. The investigation conducted by field service engineering (fse) confirmed the system error code 21003 experienced by the customer and determined that the error code was generated due to drape interference on the patient side manipulator(psm), thus causing the reoccurring system faults and slow movement of the psm during homing. The psm is an instrument arm located on the patient side cart that provides the sterile interface for the endowrist instruments. Inspection and functional testing by the fse of the patient side manipulators found that there were no other foreign materials present and the system performed to specification. On january 19, 2011, follow-up with the initial reporter indicated that the patient tolerated the open procedure well and to the best of her knowledge the patient is doing well and has not returned to the hospital due to any post-operative complications. No other information was provided. As of january 19, 2011, there have been no reported recurrences of the issue at this hospital.